Event description:
It was reported that a flogard infusion pump experienced alarm 38. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site. The reported condition of alarm 38 was confirmed via the alarm log. The cause of the 38 alarm was determined to be the force sensing resistors being out of specification. To correct the condition, the force sensing resistors were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.